Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac operation (cardiomyopathy in the puerperium) from 2010 to 2014, overweight, lip laceration, hernia repair, tubal ligation, trichomonas on cervical smear, tooth disorder, facial swelling, vaginitis, intrauterine device removal, uterine bleeding, menometrorrhagia, methicillin-resistant staphylococcus aureus infection and congestive heart failure. Concomitant products included levonorgestrel (mirena) since 2015 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2018, the patient experienced iron deficiency anaemia ("anemia,,blood or heart disorder/condition type: anemic,"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), back pain ("back pain"), abdominal pain lower ("abdominal pain, lower") and vaginal haemorrhage ("vaginal haemorrhage"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection and fatigue had resolved and the psychological trauma, tooth disorder, headache, abdominal pain lower, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, nausea, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder/urinary problems: uti and vaginal infection. Insertion date decripensy 29-jun-2010. Current weight 224 lbs. Insertion details:- left fallopian tube - 2 coils. Right fallopian tube - 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on 04-oct-2010: total bilateral occlusion. Imaging procedure - on 19-sep-2010: essure confirmation test(s) (unspecified)- bilateral occlusion.. Lot number: 689941 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac operation (cardiomyopathy in the puerperium) from 2010 to 2014, overweight, lip laceration, hernia repair, tubal ligation, trichomonas on cervical smear, tooth disorder, facial swelling, vaginitis, intrauterine device removal, uterine bleeding, menometrorrhagia, methicillin-resistant staphylococcus aureus infection and congestive heart failure. Concomitant products included levonorgestrel (mirena) since 2015 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2018, the patient experienced iron deficiency anaemia ("anemia,,blood or heart disorder/condition type: anemic,"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), back pain ("back pain"), abdominal pain lower ("abdominal pain, lower") and vaginal haemorrhage ("vaginal haemorrhage"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection and fatigue had resolved and the psychological trauma, tooth disorder, headache, abdominal pain lower, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, nausea, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder/urinary problems: uti and vaginal infection. Insertion date decripensy (B)(6) 2010. Current weight 224 lbs. Insertion details:- left fallopian tube - 2 coils. Right fallopian tube - 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified)- bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-mar-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cardiac operation (cardiomyopathy in the puerperium) from 2010 to 2014, overweight, lip laceration, hernia repair, tubal ligation, trichomonas on cervical smear, tooth disorder, facial swelling, vaginitis, intrauterine device removal, uterine bleeding, menometrorrhagia, methicillin-resistant staphylococcus aureus infection and congestive heart failure. Concomitant products included levonorgestrel (mirena) since 2015 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2018, the patient experienced iron deficiency anaemia ("anemia,,blood or heart disorder/condition type: anemic,"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), back pain ("back pain"), abdominal pain ("abdominal pain, lower") and vaginal haemorrhage ("vaginal haemorrhage"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection and fatigue had resolved and the psychological trauma, tooth disorder, headache, abdominal pain, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, nausea, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bladder/urinary problems: uti and vaginal infection. Insertion date decripensy (B)(6) 2010. Current weight 224 lbs. Insertion details:- left fallopian tube - 2 coils. Right fallopian tube - 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified)- bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: plaintiff fact sheet , mr revived, new reporter, patient demographic information, essure lot number , event back, abdominal pain, weight gain, patient relevant history, event outcome and lab data added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, genital haemorrhage, dyspareunia, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract disorder, urinary tract infection and vaginal infection had resolved and the psychological trauma, fatigue, tooth disorder and headache outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, nausea, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bladder/urinary problems: uti and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury to herself¿ was updated to dysmenorrhea (cramping). Events added: general abnormal bleeding, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), anemia, psych injury, bladder problems, urinary problems, uti, vaginal infection, fatigue, dental problems, headaches and nausea were added. Lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.